Event description:
The customer reported obtaining patient results for sodium and carbon dioxide on their au680 clinical chemistry analyzer. There were five patient results reported outside the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer performed troubleshooting with the assistance of a beckman customer technical specialist (cts) and replaced buffer syringe, sample probe and sample syringe to resolve the issue. The customer confirmed normal analyzer operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).